Manufacturer narrative:
Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheelchair, bed, toilet and floor. An inspection performed by a baxter technician noted that the lift had been used with a liko scale adapter, which broke during the transfer causing the patient fall. The liko scale adapter was replaced to resolve the issue. Feeling anxious and nervous can be characterized by uneasiness or worry that can be triggered by external factors such as a stressful event. Management includes but is not limited to, avoiding known triggers, relaxation techniques, and in more severe and persistent cases, medication. Anxiety is not a life-threatening condition. In this event, it was confirmed that the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, therefore, this event will be assessed as non-serious. The exact cause of the reported event is undetermined at this time, and a use error/misuse of the device cannot be excluded as the lift¿s scale and sling bar could have been unfavourably positioned and/or configured with an incorrect quick release hook, which could have caused the scale adapter breakage. If a similar event were to recur, it would be likely to cause or contribute to a serious injury or death. Any additional and relevant information received over the course of the investigation will be submitted in a final report.

Event description:
It was reported that during a patient transfer with a viking xl lift, the ¿lifting bar gave way (broken metal rod)¿ while the patient was suspended above his bed, causing the patient to fall in his bed. It was confirmed that the event did not result in patient injury, however, it was reported that the patient suffered from anxiety following the fall.

Manufacturer narrative:
The baxter technician found the likoscale adapter kit was broken and needed to be replaced. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. A viking¿ mobile lift equipped with the viking¿ armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko¿ stretcher accessory. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The technician replaced the likoscale adapter kit to resolve the reported event. Based on this information, no further action is required.